Event description:
It was reported that this implantable lead was unable to be inserted. The physician could not get the lead into the patient's heart and coiled the lead on top of the device. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.